Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor left ventricular (lv) lead exhibited high out of range pace lead impedance measurements when the lv tip is included in the configuration. Threshold and sensing values were stable in this configuration. However, when the lv tip is taken out of the configuration, the impedance measurement became stable as well as sensing, but the threshold values were higher. Further, a trend review showed a slow rise in the lv impedance measurements from 1,000 ohms to over 2,000 ohms. Additional information indicated that isometrics and pocket manipulation showed negative result. No noise or loss of capture (loc) observed. It was noted that the patient underwent a transcatheter aortic valve implantation (tavi) in which the lv heart tissue was visualized as severely damaged. It was thought that the tissue condition in the lv was causing the impedance problem. The clinic has elected to keep the configuration despite the high impedance measurement since the threshold values were better. The patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.